Event description:
Related manufacturer report number:1627487-2023-02181. It was reported that the patient was not receiving adequate therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's dbs system was explanted.

Manufacturer narrative:
Event date is estimated. The event of a full system explant was reported to abbott. The leads had not been placed in the correct location. The procedure was completed without complications. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.